Event description:
The clinic provided a response to our request for additional information and a discharge summary for the patient on (B)(6) 2019. A peritoneal effluent fluid culture was collected as an outpatient on (B)(6) 2019. The patient was admitted on the same date. The culture was positive for methicillin resistant coagulase negative staphylococcus (species not provided). A cell count collected the same day demonstrated a discolored effluent fluid (yellow) with a turbid appearance and white blood cell count of 792 mm3 , red blood cell count of 48 mm3, polymorph cells = 7919%, and mononuclear cells = 479%. The discharge summary confirmed the patient¿s pd catheter was surgically removed (date not provided), however minimal detail is provided regarding the patient¿s hospital stay and treatment of the infection/peritonitis.

Manufacturer narrative:
Corrected information: a3 (inadvertently omitted), b3 (admission date provided 9/19), g4 (for initial- should be 9/09/2019- inadvertently kept date of first call) additional information: a2, a4, b3, b5, b6, b7 clinical evaluation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse events of peritonitis which warranted hospitalization and the surgical removal of the patient¿s pd catheter (not a fresenius product). The etiology of the peritonitis remains unknown; therefore, causality cannot be determined. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Based on the totality of the information available, the liberty select cycler and/or fmc cassette cannot be excluded from having a possible causal or contributory role in the events. Given the lack of product/device availability for manufacturer evaluation, no established cause for the peritonitis event(s); there is insufficient evidence to disassociate the liberty select cycler and/or fmc cassette from the events. Should additional information become available, the clinical investigation and file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation; a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse events of peritonitis which warranted hospitalization, antibiotic therapy and the surgical removal of the patient¿s pd catheter (not a fresenius product). The etiology of the peritonitis is unknown; therefore, causality cannot be determined. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and/or fmc cassette cannot be excluded from having a possible causal or contributory role in the events. Given the lack of product/device availability for manufacturer evaluation, no established cause for the peritonitis event(s) and conflicting reports of pd catheter replacement; there is insufficient evidence to disassociate the liberty select cycler and/or fmc cassette from the events.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and had their catheter surgically removed. The pd registered nurse (pdrn) indicated that the catheter was not replaced due to multiple episodes of peritonitis (number of occurrences not specified). Specific details regarding the dates of peritonitis events, hospitalization, or causes for these events were not provided. Multiple follow up attempts for additional information were performed, however, to this date a response has not been received.